Event description:
Our cauti (catheter associated urinary tract infection) task force has noticed a trend in a certain type of catheter having fallen out of patient's fully inflated (while patient is lying in bed). No harm to patient. However, wanted to report this observed trend (will file each event separately). Event #2: a 14 french foley catheter was placed in a pregnant patient. The patient was 3cm dilated at this time. The nurse went to change patient position while in labor with an epidural. Upon pulling back sheets the foley catheter was found lying in the bed. The balloon was inflated and intact. Examined urethra for trauma - none noted. Catheter bag was filled with 1500 cc of urine drained in bag and balloon inflated 10cc. This review found the foley was not secured with adhesive tape. She was 8cms dilated at this time. Manufacturer response for surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device, surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device (per site reporter). Informed of this issue.